Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been, due to reprocessing that could not be conducted properly, due to leakage from the bending section cover (a-rubber). A further cause of the leakage could not be presumed. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states, the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states, the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the evis exera iii colonovideoscope, for the annual inspection without reporting any issues. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the air/water tube, air/water cylinder and jet tube had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: air/water cylinder has foreign objects; air/water cylinder had no color; suction cyllinder has no color; switch1 has a cut; plug unit has a scratch; label on the scope connector is peeled; due to a scratch on bending section cover or distal sheath rubber, water tightness is lost; due to wear of angle wire, the play of up/down knob is out of the standard value; air/water tube has foreign objects; jet tube has foreign objects; light guide lens has a crack; lens guide lens has a chip; bending tube is deformed; connecting tube has a scratch; and universal cord has a scratch; the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.